Event description:
During a shoulder repair a portion of the a portion of the distal tip broke off into the pt's joint space. All was retrieved and the case was concluded successfully, without further incident or harm to the pt.

Event description:
Our affiliate is reporting that during a shoulder repair a portion of a portion of the distal tip broke off into the patient's joint space. All was retrieved and the case was concluded successfully without further incident or harm to the patient.

Manufacturer narrative:
The complaint device was received here at mitek, evaluated and forwarded to the manufacturer for a definitive analysis. The manufacturer has evaluated the complaint device, although that they agree that the root cause of the failure is user technique they conclude different failure modes than were previously assessed and reported by mitek. They conclude that no part of the distal tip broke off but instead, apportion of the active tip "melted". This melting was most likely caused by having the active tip come into contact with another instrument, like a scope; during the procedure wile power was being applied to the complaint device, the elctrode. Further, the "rounding edge" on the damaged section of the active tip indicates activation outside of a saline environment, cautioned against in the IFU. We attribute the condition & failure of the device to user technique. No further action is warranted.